Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging to 400 mg/dl. The customer alleged that the pump was not delivering insulin properly, however, this could not be confirmed as tandem technical support attempted multiple follow up attempts with the customer, however, no response received. Reportedly, the customer reverted to manual injections for insulin therapy.